Manufacturer narrative:
Occupation: non-healthcare professional. Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient thought he had a stroke, his left arm went numb and started hurting, started to slur and is drooling all the time. Patient confirmed the status of the ins's as left, on eri; right, on ok. Patient left survey and stating he was confused because "before the battery started acting up before the dbs, they started having symptom of a mini-stroke and the agent couldn't state whether it was related to the dbs or if he should seek medical attention". Patient was referring the battery started acting up as the patient programmer being the "battery checker", which was not powering on and resolved after changing batteries. No comment was made specifically regarding a battery acting up during the call. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: non-healthcare professional. Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient thought he had a stroke, his left arm went numb and started hurting, started to slur and is drooling all the time. Patient confirmed the status of the ins's as left, on eri; right, on ok. Patient left survey and stating he was confused because "before the battery started acting up before the dbs, they started having symptom of a mini-stroke and the agent couldn't state whether it was related to the dbs or if he should seek medical attention". Patient was referring the battery started acting up as the patient programmer being the "battery checker", which was not powering on and resolved after changing batteries. No comment was made specifically regarding a battery acting up during the call. No further complications were reported or anticipated.